Event description:
The customer initially complained of ise voltage alarms on the cobas 8000 ise module. The customer also mentioned discrepant results for 2 patient samples tested for ise indirect na, k, ci for gen.2. Patient 1 initial na result was 165 mmol/l. The repeat result was 137 mmol/l. Patient 1 initial k result was 4.7 mmol/l. The repeat result was 3.9 mmol/l. Patient 1 initial cl result was 80 mmol/l. The repeat result was 98 mmol/l. Patient 2 (male, (B)(6)) initial k result was 5.9 mmol/l. The repeat result was 4.3 mmol/l. Patient 2 initial cl result was 69 mmol/l. The repeat result was 99 mmol/l. The initial results for both patients were reported outside of the laboratory. There was no allegation that an adverse event occurred. The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and identified an issue with the sipper solenoid which was not allowing for full range of motion. The fse replaced the sipper solenoid. Afterwards, all mechanical and operational checks passed. The investigation did not identify a product problem.  The cause of the event could not be determined.